Event description:
Robotic prostatectomy - dr (B)(6) - "a piece of the seal broke off and fell into the body. The surgeon retrieved the piece, no harm done. Both the trocar, seal, and piece that broke off is included in the return. This is the third time this has happened to this doctor on the same type of case. This is the first time and applied medical was notified and product given for cer. This is the working port and the hemi-lock is also used through that port, as well as needles etc...". Pt status: "n/a". Reference to MDR # 2027111-2013-00209.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.